Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by the (B)(6) that the motor device was hot during use. It was not reported if the malfunction occurred during surgery or if there was patient involvement. It was not reported if there were any delays to a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Please note that the incorrect date of manufacture (dom) (dec 12, 2011) was inadvertently entered into the initial medwatch report. Upon further investigation the correct dom (dec 22, 2011) has been obtained in this supplemental medwatch report. If additional information should become available, a supplemental medwatch report will be submitted accordingly.